Manufacturer narrative:
Case information including original surgery date(s), or related patient information was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A revision surgery of paragon 28 phantom hindfoot ttc/tc nail system was completed on (B)(6) 2020. It was reported that the ttc nail broke at the flexible coil tip and the coil broke at the runout of the nail. During the removal process, there was report of difficulty getting the end cap off the nail. The end cap was reported to have stripped while removing it. The nail is not expected to be returned because the patient requested for it.